Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2025, one 3.0x38 mm esprit btk scaffold was implanted in the proximal right anterior tibial artery. On (B)(6) 2025 the patient underwent a scheduled revascularization of the index limb. Although there was no restenosis in the esprit btk study device in the anterior tibial artery, balloon angioplasty was performed in the proximal and distal anterior tibial artery. The patient was discharged (B)(6) 2025 following hemodialysis. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The reported patient effect of occlusion is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.